Event description:
It was reported by the rep the device was used during a low anterior resection. It was reported the doctor fired the instrument successfully but on testing the anastomosis by injecting air in the rectum, the anastomosis came apart. The md reported he saw no signs of staples in the back wall of the anastomosis. He had to finish the case by suturing the anastomosis by hand and performing a colostomy.

Manufacturer narrative:
Date sent: 11/30/1998. D5,6; h4: info not available, device not returned for analysis.